Manufacturer narrative:
Device received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test or verify unexpected restart error due to unresponsive buttons. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a battery out limit alarm. The customer¿s blood glucose was 333 mg/dl at the time of incident. Customer stated that the insulin pump alarmed battery out limit and the buttons were unresponsive after it was exposed to water. Unable to clear the battery out limit alarm due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.